Manufacturer narrative:
The insulin pump was received with intermittent button response noted due to corroded keypad traces. No button error alarm noted during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 180 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.